Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the drill attachment caused the burr to fall out during distal burr stage today, which caused a removal of little excess bone when burr fell out of drill. The procedure was performed, after a non-significant delay, using a s+n back up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The ri robotic drill attachment, part number rob10015, serial number (B)(6) , used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill attachment passed several kpc tests with no failures. Disassembly revealed nothing unusual. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. Care and caution should be exercised during the surgical site setup and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the real intelligence cori for knee arthroplasty user manual for proper handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through the visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.